Event description:
Pt had acl surgery on (B) (6) 2007. On (B) (6) 2007, pt had left lower extremity ultrasound due to leg pain and swelling. The pt has a large fluid collection in the posterior left calf. This is probably a large popliteal cyst, 8cm; extending down from the knee. There is some debris in the fluid.

Manufacturer narrative:
Product recall initiated 08/21/2007. (B) (4)